Manufacturer narrative:
This report is submitted on june 14, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the audiologist, the patient experienced persistent infection resulting in the decision to remove the abutment in 2017 (exact date not reported).